Manufacturer narrative:
Continuation of d10: product ID 978b133 lot # va2r2d3 serial # implanted: (B)(6) 2023; explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(6), ubd: 24-jul-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was no therapy. A few months ago, patient started reporting worsening of symptoms to the doctor. Doctor changed programs without effect. Sensory response is only gluteal. No cause known. Doctor changed some programs (electrodes and frequency) without success. Today, manufacturer representative (rep) was asked to support in programming. Some further programs (both monopolar, and bipolar [adjacent electrodes were selected as anode and cathode respectively]]. Sensory response was still in gluteal area and near the implant device. No further actions so far. If the new settings are not successful, patient will contact the doctor again on (B)(6).